Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge error messages while attempting to load multiple cartridges. Customer reported a blood glucose level of 501 mg/dl, and administered a manual injection to address blood glucose level. In addition, the customer will use manual injections as alternate insulin therapy.